Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 6.5v, retainer ring=black. Unit passed displacement test. Pump received with cracked lcd glass. The following were noted during visual inspection: cracked lcd glass, scratched case and pillowing keypad overlay. No cracks on lcd window noted. The p-cap/reservoir does lock properly.